Event description:
A patient was being positioned for MRI of the pelvis using the sense body coil. During movement of the patient into the bore, the tip of her third finger became pinched between the tabletop and stationary portion of the gantry, causing a laceration type trauma of the third distal finger requiring stitches.

Manufacturer narrative:
(B)(4). Conclusions: this unfortunate incident was reported as a result of negligence by the operator not following documented procedure. It is clearly stated in the instructions for use that before starting a scan which initiates table movement, always check that nothing can get caught or hit during table movement.